Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred frequently between (B)(6) 2026. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2026. Data was provided for investigation. The allegation was confirmed due to the finding of inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred rarely within the investigation window. The probable cause of the inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter could not be determined. The reported glucose values fall within the d zone of the parkes error grid was taken upon the arrival of the ems. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No serious or prolonged patient harm or medical intervention was reported.

Manufacturer narrative:
(B)(4).